Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2023-05305. It was reported the patient¿s ipg was inoperable, and the patient was experiencing uncomfortable stimulation. Surgical intervention took place wherein the ipg was explanted, and the lead was explanted and replaced to address the issue.